Manufacturer narrative:
A2: age at time of event - under 18 years. E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter state - (B)(6).

Event description:
It was reported that the burr tip separated. A 1.25m rotapro was selected for use in a percutaneous coronary intervention of the mid right coronary artery (rca). The 99% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. Ablation was performed, but it took approximately 100 seconds to pass through the hard lesion. During removal, the burr tip became separated in the 7f non-boston scientific guide catheter. Using a snare, the tip was retrieved without issue. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the detached burr tip was removed from the guide catheter by pulling the rotawire.

Event description:
It was reported that the burr tip separated. A 1.25m rotapro was selected for use in a percutaneous coronary intervention of the mid right coronary artery (rca). The 99% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. Ablation was performed, but it took approximately 100 seconds to pass through the hard lesion. During removal, the burr tip became separated in the 7f non-boston scientific guide catheter. Using a snare, the tip was retrieved without issue. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the detached burr tip was removed from the guide catheter by pulling the rotawire.

Manufacturer narrative:
A2: age at time of event - under 18 years. E1: initial reporter facility name - (B)(6). E1: initial reporter state - (B)(6). Device eval by manufacturer: returned product consisted of the rotapro atherectomy system with the rotawire. The burr catheter was received attached to the advancer unit. The rotawire was received separately from the rotapro device with the burr on the wire. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed that the burr was detached and on the rotawire when received. The burr was able to be removed from the wire with no resistance or issues. Further inspection of the device revealed that the annulus was damaged/flared. Majority of the coil was stretched, and the coil was broken where the burr would have been attached on the coil. Product analysis confirmed the reported event, as the burr was detached and received on the rotawire.

Manufacturer narrative:
Age at time of event - under 18 years. (B)(6).

Event description:
It was reported that the burr tip separated. A 1.25m rotapro was selected for use in a percutaneous coronary intervention of the mid right coronary artery (rca). The 99% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. Ablation was performed, but it took approximately 100 seconds to pass through the hard lesion. During removal, the burr tip became separated in the 7f non-boston scientific guide catheter. Using a snare, the tip was retrieved without issue. The procedure was completed with another of the same device. No patient complications were reported.